Manufacturer narrative:
H4: the lot was manufactured in march 2023. The actual devices were not available; however, an unspecified quantity of retained samples were evaluated. A visual inspection was performed with no issues noted. Leak testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd set with cassettes filled with liquid. This was observed during set up of the devices for peritoneal dialysis therapy. A new cassette was used to continue therapy with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.